Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The patient has alleged that he has headache, and his mouth, throat and nose are dry after using the device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device was scrapped. In this report, box d, g, h has been updated/corrected.